Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "light module defective" could be confirmed. The root cause of the device failure could be traced back to a defective power supply unit, which caused a component fault and thus impaired the functionality of the entire system. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in h11 complaint ID. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "light module defective". No negative impact in state of health reported.